Manufacturer narrative:
The vascade mvp xl device will not be returned for evaluation. No serial number was provided. As a result, the device's manufacturing records cannot be reviewed. It was reported that there were no issues with the vascade usage method observed during the procedure. No disinfection or glove change was perform prior to hemostasis. An access-site infection is a known, though rare, complication of vascular access procedures. While a device contribution cannot be excluded, multiple potential contributing factors may have played a role, including sheath size, procedural complexity, and patient- or multiple-access-related factors.

Event description:
The patient underwent an unspecified procedure during which a vascade mvp xl vascular closure device that was deployed through a single sheath that was reused throughout the procedure. Approximately one month postoperatively, on or around on (B)(6) 2026, the patient developed an infection at the vascular access site in the thigh. The patient subsequently underwent surgical removal of an atheroma and the vascade collagen plug. Following the procedure, the patient's condition improved.